Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant procedure an atrial lead dislodged multiple times. Physician complained of "excessive torque build up." Physician decided to just remove the lead and not replace due to patient not really requiring it for their specific condition. Patient had no symptoms and was stable after the event.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.